Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient experienced positive dysphotopsia. Approximately 3 months after implantation, a combined procedure of anterior vitrectomy and iol exchange was performed positioning a three-piece lens in the ciliary sulcus. Patient outcome is good. Additional information was requested, but not received.